Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, ongoing) for peritonitis. A day after the event onset, the patient was treated with forzid injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient has recovered from cloudy pd fluid; however, was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from peritonitis (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.